Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk denali vena cava filter allegedly experienced perforation and difficult to remove. This information was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the device was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. However, medical record and images were provided and reviewed for the reported malfunction. Therefore, the investigation is confirmed for perforation of inferior vena cava and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced filter perforation and difficult to remove. This information was received from one source. This malfunction involved one patient with no patient consequences. A 61 year old female patient weight was not provided.